Manufacturer narrative:
Manufacturing and inspection records could not be reviewed as device model number and batch/lot number is unknown. The device was not returned for evaluation. Based on the information received, the root cause could not be determined.

Event description:
It was reported during a routine removal procedure, the driver tip broke when attempting to remove a screw. The screw was able to be removed, and no portion of the broken driver tip remained in the patient. No adverse patient consequences were reported, and this issue did not prolong the procedure. This report is related to report number 3025141-2023-00050 for the driver involved in this event.